Event description:
Healthcare professional reported left side capsular contracture, baker grade I. Healthcare professional additionally reported "swelling of the sternum"; this event is not related to the device. Patient reported left side rupture, pain, "swollen." Patient additionally reported "numbing of arm"; this event is not related to the device. Device remains implanted.

Event description:
Additionally, healthcare professional reported "crease/folding of implant" and "fracture of implant but capsule intact." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified deformation and wear abrasion. Weight measurement of the device identified device weight was within specification. A microscopic analysis was performed which identified a sharp edge opening assessed as unidentified tear opening and a smooth opening in the bladder shell. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was a sharp opening in the patch/shell bond edge in the bladder assessed as unidentified (tear) opening, and a smooth opening in the bladder shell.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade I. Healthcare professional additionally reported "swelling of the sternum"; this event is not related to the device. Patient reported left side rupture, pain, "swollen." Patient additionally reported "numbing of arm"; this event is not related to the device. Device remains implanted.